Event description:
During a surgical intervention to reposition the associated atrial lead that was dislodged, the physician observed that the header of the subject pacemaker was loose. The physician indicated that he did not mishandle the device. Another pacemaker was subsequently implanted. Furthermore, the physician indicated that there was no failure or malfunction during the initial implantation or during follow-ups.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.